Event description:
It was reported that episode review was requested after this patient received a shock. Review of the stored episode electrogram showed inappropriate anti-tachycardia pacing (atp) therapy and an inappropriate shock were delivered due to rapidly conducted atrial fibrillation (af). The ventricular rate reached 195 bpm and became stable and subsequently therapy criteria was met. The presenting rhythm was sinus rhythm with biventricular pacing. Lead trends were stable with normal threshold and sensing measurements. Patient follow up was recommended. The patient's system consists of this boston scientific implantable device and three competitive leads. All products remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.